Manufacturer narrative:
(B) (4).

Event description:
It was reported that during stage 2 implant, low impedances between 50-150 ohms were noted on 10 and 11 contacts and shorted at <40 ohms. An inspection of the lead revealed that the distal portion was bent. It may have been due to screwing on of the lead cap during stage 1, but was most likely caused in retrieving the lead under the skin during stage 2. Stage 2 implant proceeded as normal and patient was closed up. The patient did not turn stimulation on until 2 weeks following implant. The patient was seen on (B) (6) 2010, for initial programming. The device was interrogated and impedance readings confirmed the short between contacts 10 and 11. In the initial programming session all contacts were explored for their therapeutic benefit. Contacts 10 and 11 did have therapeutic benefit, however, the optimal configuration for most beneficial effects with minimal side effects was 8+, 9-. This initial programming session resulted in settings of 8+, 9-, 2.0 volts, 90 micro amps, and 185 hz. The therapy impedance reading was 1617 ohms with 1.237 micro amps. The patient and physician were satisfied with the results.